Event description:
It was reported that the procedure was to treat an iliac artery. An 8 x 19 mm omnilink elite stent delivery system was advanced to the lesion and during stent deployment, the stent migrated. The stent implant was not fully deployed so it was pulled back into the lesion with a balloon catheter and successfully implanted in the intended site. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue could not be confirmed because the stent remains in the patient anatomy. Review of the electronic lot history record (elhr) revealed no associated nonconforming material records. A query of the electronic complaint handling database revealed no other similar incidents for deployment difficulties reported from this lot. Based on visual analysis of the returned device, there is no indication of a product deficiency. Based on the information reviewed, there is no indication of a product deficiency.